Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
"A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle." To "a customer reported an incomplete color change with the ci disc of the cyclesure® 24 biological indicator(bi) after sterrad® processing." Brand name - the correct brand name is cyclesure® 24 biological indicator. Common device - the correct common device is biological indicator. Catalog number - the correct catalog number is 14324. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), and product return and retains analysis. Device history record (DHR), trending by lot number and retains testing could not be performed since the lot number was not available. Product evaluation/visual analysis was not performed since the complaint product was not available for evaluation. The sra indicates the risk associated with a quality problem with no impact on safety is "low." There is insufficient information to determine an assignable cause. Multiple attempts at obtaining additional information from the customer were unsuccessful. No product was returned for analysis. Should additional information become available, the complaint file will be re-opened and re-evaluated.